Manufacturer narrative:
The device was evaluated by the returns department which found that the sieve beds are saturated, the 4-way valve is dirty/stained, and the controls are defective.

Event description:
It was reported by dealer that when running the irc5po2 concentrator at 5 lpm oxygen level goes to 85 percent with no alarm.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that when running the irc5po2 concentrator at 5 lpm oxygen level goes to 85 percent with no alarm.